Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included insulin since (B)(6) 2018 for type 2 diabetes mellitus as well as glimepiride and insulin degludec (tresiba flextouch). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and anaemia ("blood or heart disorder/condition type: anemia"). The patient was treated with surgery (partial vaginal hysterectomy, salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dyspareunia had resolved and the dysmenorrhoea and anaemia outcome was unknown. The reporter considered anaemia, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-sep-2020: pfs received: new event blood or heart disorder/condition type: anemia was added. Outcome for previously reported events abnormal bleeding (vaginal, menorrhagia), pelvic pain and dyspareunia (painful sexual intercourse) were updated to recover. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal uterine bleeding, endometrial biopsy, uterine fibroid, nabothian cyst, ovarian cyst, perineal pain, painful intercourse, femur fracture, cesarean section, menstrual cramps, neoplasm malignant, lower abdominal pain, dysuria, headache, hot flashes, night sweats, abnormal weight gain, vitamin d deficiency, constipation and perimenopause. Previously administered products included for an unreported indication: estradiol. Concurrent conditions included type 2 diabetes mellitus. Family history included breast cancer. Concomitant products included insulin since (B)(6) 2018 for type 2 diabetes mellitus as well as glimepiride and insulin degludec (tresiba flextouch). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and anaemia ("blood or heart disorder/condition type: anemia"). The patient was treated with surgery (partial vaginal hysterectomy, salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding and dyspareunia had resolved and the dysmenorrhoea and anaemia outcome was unknown. The reporter considered anaemia, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted : essure insertion date as per mr is essure 2003. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2019: no acute findings are seen in the abdomen or pelvis. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2021: impression: atypical position for the ovaries. If these structures are in the remnant ovarian in etiology. Recommend contrast-enhanced CT or MRI for further assessment.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2021: mr received: lab test added.(fu 9 and 10 processed together). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy, salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: pfs received- case become incident injury to herself was replaced and new events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) pelvic pain were added. Reporters were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.